Manufacturer narrative:
Event problem and evaluation: on 4-jun-2014, a medtronic representative went to the site to test the equipment. The error log confirmed the reported issue of intermittent 3d image failure. The system control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The system control board assembly was returned to the manufacturer for analysis, but the reported issue could not be confirmed. The system control board was installed in a similar imaging system and ran several days without any issues. No fault found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, two spins were taken, but each spin was interrupted and did not complete. During the first spin, the mobile view station (mvs) light blinked/beeped only three times before stopping. During the second spin, the spin was about 3/4 of the way done before stopping. The user was prompted to reboot the system prior to each spin, which appeared to resolve the issue on an intermittent basis. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.